Event description:
This report was submitted with limited information. It was reported that there was a leak at the insertion site. The catheter itself was not leaking. The catheter was removed. There was not another attempt at the procedure. There was no delay in therapy. No complications or death occurred to the patient.

Manufacturer narrative:
Manufacturer control number: (B)(4). The sample will not be returned.